Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode while she was at work, during which her cgm was in the 200 mg/dl while she believed her bg was 60 mg/dl. When the paramedics came, pt's bg was measured at 180 mg/dl while her cgm was displaying "low". Pt also reports that her cgm receiver has been run over by a gurney among other mishandling. Dexcom technical support tried to extract the sensor's lot number from pt but pt refused to divulge that lot number. At the time of her call to dexcom technical support, pt reports she was doing well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.